Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a proximal pancreaticoduodenectomy procedure. The surgeon locked the handle and fired the device. After the firing, opened the jaws and noted that the staples were not placed properly onto the tissue. A part of the staples were formed but the other staples were not formed at all. The tissue was starting to open as it was not stapled. Opened another cartridge, but could not load the handle with it. Therefore, the tissue was treated with hand sewing. The surgical time was extended by less than thirty minutes. There was no additional tissue resection or tissue damage. There was no patient harm. The status of the patient is no problem.